Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level was 200 mg/dl.